Manufacturer narrative:
Citation: dimitrova, iva n., diana trendafilova, and peyo simeonov. "A case of acute left main coronary obstruction following transcatheter aortic valve implantation." Cureus 9.12 (2017). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the lmca obstruction was due to calcification. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As per article: "a case of acute left main coronary obstruction following transcatheter aortic valve implantation". A 29mm edwards sapien 3 valve was implanted with good result. The patient was transferred to the intensive care unit, where one hour later presented with worsening hypotension, followed by ventricular fibrillation. An echocardiogram was performed and showed an lmca ostial calcific obstruction was apparent in the angiogram with no flow in left anterior descending (lad) and circumflex artery (cx), but with a  patient right coronary artery (rca). A ptca with a des restored flow to the lmca, lad and cx. An intra-aortic balloon pump was also inserted.  The patient was discharged on day 8 and eight months later the patient was stable without any complications.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.